Manufacturer narrative:
Suspect device received on july 07, 2021. Device evaluation completed on july 13, 2021:. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 650cc breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 650cc silicone prosthesis experienced spontaneous right sided rupture post procedure. The CT scan & MRI examinations confirmed the rupture. As a result, patient underwent an explant on (B)(6) 2021.

Manufacturer narrative:
On may 6, 2021 additional information received indicated that the patient also experienced bilateral device migration. As a result patient has right breast capsulectomy, bilateral implant replacements , left capsulotomy and bilateral durasorb mesh placement. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).